Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of arrhythmia, perforation and pericardial effusion are listed in instructions for use xience alpine everolimus eluting coronary stent systems as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0 x 48 xience pro 48 referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo lesion in the distal left anterior descending coronary artery that was 70% stenosed. Pre-dilatation was performed with a 2.0 x 20mm mini trek balloon catheter. A 2.25 x 28mm xience alpine stent was implanted in the distal section and a 3.0 x 48 xience pro 48 was implanted in the proximal section at 14 atmospheres. The stent delivery system (sds) was then moved forward by about 5 mm into the distal section, overlapping both stent and pressurized at 12 atmospheres. During this inflation, a few irregular heart rhythms were noted. Following this inflation a perforation was noticed. A 3.0 x 20mm nc balloon was immediately inserted and left inflated for 5 minutes, bleeding appeared to stop, but after a minute it was checked again and a further perforation was noticed on the other side of the vessel. Again the nc balloon was inflated for another 5 minutes and some leakage was noted. It was inflated for another 3 minutes. Bleeding appeared to have stopped. After 10 minutes, no further leakage was noted. During echocardiogram, it was observed that there was a very small rim of fluid in the pericardial sac. No treatment was required. Patient was transferred to the high dependency unit (hdu) for overnight monitoring. No additional information was provided.